Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k113753 and k112160.

Event description:
It was reported that the implant failed to osseointegrate and perforated the sinus. The implant was removed, the site was sutured and the bone was grafted.

Manufacturer narrative:
One imp tm 4.7mm mtx full, 13 (tmtwb13) was returned for investigation with a removed mount and cover screw. Visual inspection of the as returned product identified wear from use and debris about the trabecular metal and threads of the implant. The product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.